Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in their reservoir. The size of the air bubbles were (B)(6). The air bubbles occurred after 48 hours. They had stored insulin by room temperature. The customer¿s blood glucose level was 106 mg/dl. The product will not be returned for analysis.